Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with large uncut area during surgery. Surgeon decided not to lift the flap as the system was not fired as uncut area was extended from periphery to pupillary area and decided to patch up the eye on the next course of action later once the eye settles down. Surgeon rescheduled photo keratectomy procedure. Symptoms were resolved.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company service representative examined the system and was unable to confirm or replicate any system nonconformity which may have contributed to the reported event. As a preventive measure, the company service representative verified and recalibrated all the parameters. Unrelated to the reported event, the company service representative found that the patient interface (pi) was intermittently not detected. As a correction, the patient interface clip sensors were replaced. The system was then tested and met all product specifications. No information was provided to conclusively indicate nonconformance of the system contributed to the reported event. The system was found to meet specifications; therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).